Event description:
Reporter alleged obtaining a discrepant blood glucose value of 506 mg/dl back to back with a result of 146 mg/dl when testing was performed within 10 minutes on the compact system. Reporter stated that at a different time another comparative test of 270-279 mg/dl was performed back to back with a result of 127 mg/dl within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated the strips were all used and so no product will be returned for eval.